Event description:
In 2008, the lay user/ reporter contacted lifescan on behalf of the lay user/ patient alleging first that an error message appeared on the meter display of the one touch ultra link meter. Then the display was frozen and the meter would not turn off. The reporter did not allege that the patient had any symptoms and the patient did not seek any medical attention. The patient did not take any action regarding diabetes treatment due to the issue. After re-seating the batteries the meter turned off. Based on the information provided, there was no misuse of the product. There was no meter trauma and the error message wan not resolved through troubleshooting. This complaint is being reported because the frozen display and error message issues were not resolved through troubleshooting. The patient did not suffer any symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.